Event description:
According to the reporter: post-operatively, the staple line blew out. The patient was taken back to the or for a right colon resection that went well. The patient had to stay in the hospital for a few more days. There was permanent tissue damage as a result of this problem. Patient status: alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.